Event description:
It was reported that during an unk procedure, fluid would not flow through the needle. A second device was opened and the same thing occurred. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.